Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/22/2025. H6: component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code: xc200, lot: 1032lm. 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. Additional information was requested, the following was obtained: this is all the information provided to me by the hospital. Please provide the applier product code and lot number? They did not note the applier code and lot number (unfortunately). Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). N/a. What suture type and size was used? 2-0 v-loc. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? The clip did not close securely on the suture was the applier checked for damaged (jaws straight and aligned)? Yes, no apparent damage. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Suture was not under tension. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - being shipped today. Please provide the source or name of person providing answers to follow-up questions: lb, or supply chain. A device has been received; however, clarification is requested whether the product belongs to this complaint. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic nephrectomy procedure on (B)(6) 2025 and suture was used. During a laparoscopic nephrectomy procedure that the surgeon opened about five boxes of clips trying to get them to attach to the suture. Procedure was completed successfully. There were no adverse consequences reported. Five open boxes with an unknown qty of clips returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: d4. Expiration date, d4. Primary UDI number, h 4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Additional information was requested, and the following was obtained: please clarify if the additional devices belong to this complaint? Yes. If yes, did a device malfunction occur during the same procedure? Yes, they ran through multiple boxes of lapra ty trying to get it to work. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. N/a. If the device was not reported before, please provide more details of device malfunction. N/a. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. It is part of this complaint. H3 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one xc200 cartridge was not received. Only an opened foil was received empty and no clips were returned for analysis. As no cartridge or clips were returned for evaluation we are unable to investigate further the event description. The event described could not be confirmed as only one opened foil was received without cartridge and clips. This report is not intended to deny that you experienced a problem with the clips and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Lot records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.